Manufacturer narrative:
Initial.

Event description:
It was reported that the user was unable to attach the infusion set connector to the ilet pump after performing a supply changeover and rewind; the connector would not engage with or without a cartridge in the chamber, and the user had no spare supplies at work. Symptoms included no adverse clinical effects and a reported blood glucose of 125 mg/dl. Outcomes included temporary interruption of insulin delivery without medical intervention or hospitalization. Investigation included remote troubleshooting and user education, including attempts to connect the tubing both with and without the cartridge installed. Investigation of this case revealed a suspected connector-to-pump interface issue consistent with a mechanical connection problem of the infusion set connector. It was concluded, based on previously established findings for similar reports, that the cause was likely user interface or component fit variability leading to inability to seat the connector.